Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reported seeing a dark curve in the corner of her right eye and artificial lights with halos and rays. Additional information has been requested. There are two mdrs associated with this event: right eye: MDR #1119421-2007-00545. Left eye: MDR# 1119421-2007-00546.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 11/19/2007 and 11/29/2007 by mail, fax and phone. A completed questionnaire has not been returned.